Manufacturer narrative:
Please refer to the attached file.

Event description:
It was reported that the patient was referred for generator replacement due to battery depletion and increased seizures. Battery life calculation indicated estimated 3 years until end of service = yes. Per the physician, the increased seizures is believed to be due to low vns battery. Diagnostics were within normal limits. No known surgical intervention has occurred to date. No additional relevant information has been received to date.